Manufacturer narrative:
Device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off event on 26-may-2024. No further information available.